Manufacturer narrative:
The initial MDR 227117-2013-00040 was filed on april 29, 2013.additional information (08/05/2013): siemens global product support (gps) contacted the customer. The customer stated that there was no additional information and no further assistance was required.the cause of the discordant result is unknown.no further evaluation of this device is required.

Manufacturer narrative:
The cause of the discordant results between the weed panel and the individual allergens is unknown. Siemens is investigating this issue.

Event description:
Positive allergen enq-weed results were obtained for one patient sample on an immulite 2000 instrument. Specific allergens gave negative results for the same patient. It is unknown if patient results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant dilution results.